Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 3/6/99 at a retail vendor. He sought med treatment on 3/21/99 and was given antibiotics. On 3/31/99 he was admitted to the hosp for drainage of the site and rec'd IV antibiotics.